Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Post-operatively the patient experienced pain and infections which were treated with tramadol and antibiotics. Also, the patient experienced painful sexual intercourse. A possible allergic reaction was mentioned. The patient had tape sticking out of the vagina and a second surgery was performed to remove the eroded portion of the sling.

Manufacturer narrative:
Date sent to the FDA: 12/05/2008. (Mesh exposure occurred), conclusion - should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.